Event description:
It was reported to patient services on (B)(6) 2011 that this rv lead has high pacing impedances and a red alert was called in. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).